Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problems. System operates as intended.

Event description:
Customer reported a loud popping sound, and problems with the lift motor. No pt injury was reported.